Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the knife blade did not retract. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found eschar caked on the jaws and in the knife track, but no defects. The reported condition was not confirmed. The knife cut of the device was tested on a silicone test strip with acceptable results. The blade moved smoothly along the knife track and returned to the home position when the trigger was released. The knife was inspected under magnification. There was no damage to the blade that would have contributed to the alleged event. The device was activated ten times on a saline soaked towel with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating a completed activation cycle. The investigation found the device to function normally and within specifications. The instructions for use (IFU) states, keep the instrument jaws clean. Build-up of eschar may reduce the seal and / or cutting effectiveness. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the knife blade did not retract. The surgeon used the ligasure and sealed for one time, then the knife cannot be retracted and it cannot be fixed. Another device was used to complete the procedure. There was no patient injury.